Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 valve in the pulmonic position, 29mm commander delivery system balloon ruptured near the end of inflation, somewhere beyond 30cc. They did not get to the +2cc that was in the atrion. The balloon rupture appeared longitudinal. The valve was post dilated with a 28mm true balloon to ensure stability. The peak-to-peak gradient was 4mmhg. There were no patient complications.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided and reviewed. The inflation balloon had ruptured longitudinally along the balloon working length. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3u IFU as well as the pulmonic procedural training manual with commander and s3 were reviewed. No IFU/training deficiencies were identified. The complaint for balloon burst was confirmed based on objective assessment of the burst balloon. A review of the DHR, lot history, and manufacturing mitigations did not indicate that a manufacturing non-conformance would have contributed to the reported event. Additionally, the IFU and procedure training manual were reviewed, and no issues were found. As reported, 'during implant of a 29 mm sapien 3 valve in the pulmonic position, 29mm commander delivery system balloon ruptured near the end of inflation, somewhere beyond 30cc.' Patient anatomy was not provided. The balloon burst could be potentially resulted from multiple factors (i.e. Calcified annulus/leaflets, interaction with previous implanted valve). While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with rigid calcium nodules or the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information and lack of returned device, a definitive root cause was unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.